Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced hyperglycemia. The customer blood glucose level in the range of 300 mg/dl to 500 mg/dl. Customer used manual injection this morning because it worries that her readings was not improving. Customer stated that even though they used a manual injection, her blood glucose was still about 300 and not even going down and last blood glucose was at 346 mg/dl. The customer blood glucose level was 397 mg/dl at the time of incident. Customer was not using insulin pump system within 48 hours of reported high blood glucose event. The insulin pump will not returned for analysis.